Event description:
Customer contacted haemonetics on (B)(6) 2008 reporting a fluid spill within their orthopat machine. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2008 reporting a fluid spill within their orthopat machine. No injury or reaction was reported. Evaluation of the returned device confirmed the fluid spill. Issue caused damage to various components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm of injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under (B)(4).